Event description:
Complainant alleged that while attempting to monitor a pt who complained of chest pain after a fall, the device display went blank. There was no adverse effect to the pt as a result of the reported malfunction.